Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing out the infusion set, the customer experienced an elevated blood glucose (bg) level of up to 500 mg/dl. A manual injection was delivered and the infusion set was changed again. During a follow up call to the customer, the following day, the customer stated that bg level decreased after the manual injection and had not recurred.